Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump. The customer's blood glucose at the time of the call was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer also received the failed battery test alarm as well as the button error alarm. The customer did not recall any significant events leading to the button error alarm. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was noted on the liquid crystal display isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.